Event description:
Caregiver contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Caregiver reset the device and would call back if issue persisted. Caregiver did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).